Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the subject device and found scratches in the control section, the universal cord, the scope connector, and the distal end cover. There was dirt on the universal cord and the insertion section. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was attributed to insufficient reprocessing of the user.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the suction channel and the instrument channel of the subject device tested positive for the unspecified microbes. The device had been reprocessed a non-olympus automated endoscope reprocessor, endoclens neo, using phtharal. There was no report of infection associated with this report.